Manufacturer narrative:
The electrodes used were not returned to zoll for evaluation. Instead, a lot number of 1719g was provided by the customer. Retained samples of lot number 1719g were evaluated and resulted in no faults found. The electrodes passed all testing. The retained pairs of electrodes were assembled according to specification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical has received.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator was unable to detect these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch report 1218058-2019-00124 for a similar event reported from the same customer.